Event description:
On (B)(6) 2013, the reporter contacted animas alleging a loss of prime issue. The reporter stated that loss of prime warnings had been occurring constantly with the cartridge. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.